Manufacturer narrative:
Investigation summary: the bhs controller was returned for further evaluation. A visual inspection of the customer returned item was performed. Included was a bhs controller part no. 1068233 with serial no. D78273 received in a shipping box appearing to be in good condition from the visual/cosmetic point of view. The bhs controller was tested, and it operates as intended. The failure was not confirmed for the reported condition of "pain while using bhs". The controller was tested and operates as intended. Review of complaint history identified (10) total complaints from (aug 1, 2022) to (aug 1, 2023) for pn (1068234) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported by the sales representative that the patient experienced pain and rising blood pressure while using the bhs. This patient was switched to an opak unit by sales representative. No additional patient consequences/ further information have been reported. The bhs controller was returned for further evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported the patient experienced pain and rising blood pressure while using the bhs device. This patient was switched from a bone healing assembly to an orthopak assembly. No additional patient consequences have been reported.

Manufacturer narrative:
Corrections in b4: date of the report, d2a: common name, h5 labelled for signal use, additional information in d4, d8-9, g3, h6: component, investigation type, findings, and conclusions and h10: additional narrative UDI related data quality updates only - a supplemental report is being submitted to address the discrepancies between FDA medwatch form 3500a and gudid.

Event description:
It was reported by the sales representative that the patient experienced pain and rising blood pressure while using the bhs. This patient was switched to an opak unit by sales representative. No additional patient consequences/ further information have been reported. The bhs controller was returned for further evaluation.